Event description:
It was reported that occlusion alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Customer¿s blood glucose (BG) level was 390 mg/dL with ketones. The customer went to the Emergency Room where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that day.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.